Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -13.5/2.5/091 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The patient experienced excessive vaulting. On (B)(6) 2024 the lens was exchanged with a shorter length lens. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).